Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, aphasia was noted. At night, on the day of valve implant, a cerebral infarction was reported. It was noted the aphasia remained for ¿a while¿ then temporarily resolved. But nine days following valve implant, a second episode of decreased consciousness and cerebral infarction were reported. Ten days following valve implant, the patient died of cerebral edema caused by cerebral infarction in the left middle cerebral artery. It is unknown if an autopsy was performed.